Manufacturer narrative:
Recall: 1627487-07262012-001-c. This ipg serial number was included in a field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-15451. It was reported, the pt experienced heating while charging his ipg. A replacement le charger was sent to the pt. Follow up info identified the pt issue was resolved with the use of the replacement sys.